Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 576 mg/dl and 497 mg/dl. The customer had symptoms such as eyes blurry, nausea, can't think straight and has the shakes. The customer treated with manually injection. Customer's blood glucose value was 376 mg/dl at the time of the call. Troubleshooting was not completed. There were no air bubbles. The product was not returned for analysis.